Manufacturer narrative:
The cot was repaired by a third party service. The catalog and serial number of the cot were not provided. Device not accessible for evaluation.

Event description:
It was reported that as the cot was lowering, the release handle became stuck, the patient began to move around and the cot tipped over. The user facility stated that they were not aware of any adverse consequences as a result of this event

Manufacturer narrative:
Catalog number, serial number, and gtin number have been added to section d. Device manufacture date and additional device code added to section g.

Event description:
It was reported that as the cot was lowering, the release handle became stuck, the patient began to move around and the cot tipped over. The user facility stated that they were not aware of any adverse consequences as a result of this event.